Event description:
Customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved after trying different charging supplies, and tandem technical support informed the customer that third-party charging supplies are not recommended unless for troubleshooting purposes. A replacement tandem wall adapter and charging cable were sent to the customer, and no further assistance was required.